Event description:
It was reported that patient presented in-clinic for post implant follow-up. During the evaluation, a hematoma and pocket infection was discovered. The pacemaker and leads were explanted due to infection. The patient was stable post procedure.